Event description:
The customer has reported that the st holster was giving multiple error codes during a breast biopsy. The customer has reported that the yellow warning sign on the lcd screen was demonstrating a warning. There were no patient consequences reported.

Manufacturer narrative:
Date sent: 03/26/2009. Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was received with minor scratches. The analysis site confirmed the customer complaint. The rotational cable was split causing error codes. To correct the issue, the analysis site replaced the rotational cable components. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.